Event description:
It was reported that a dexcom g6 sensor paired with an ilet bionic pancreas experienced intermittent communication failure, resulting in signal loss to the ilet and a sensor error on the dexcom app; the user replaced the sensor with a new one and observed the standard warmup on the ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem affecting communication, with involvement of the device¿s antenna and related electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.